Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were reviewed and identified limited flexion and extension as well as unexplained pain and confirmed the manipulation under anesthesia. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard cr ilok femur-lt 67.5, catalog: 183030, lot: j3953848; polished finned tibial tray 71mm, catalog: 141253, lot: 2014070113; series a pat std 31 3 peg 184764, lot: 426800. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02347. The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a manipulation under anesthesia approximately one month post total knee arthroplasty due to unexplained pain and limited range of motion. No further intervention was reported.